Manufacturer narrative:
Correction made to f10/h6: component codes: remove previously submitted g04084 additional information: d4: unique identifier (UDI) #, g2: report source, h6, and h11. D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was returned for evaluation attached to the transfer set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The transfer set was connected and disconnected using the returned amia patient connector by hand and no issues were observed. The reported connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. D4: unique identifier (UDI) (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the cassette and the minicaptransfer set. The patient was unable to disconnect the cassette tubing as the navy-blue part (female connector) of the transfer set was rotating with the cassette tubing. The patient clamped and cut the cassette tubing to disconnect. There was no report of patient injury or medical intervention associated with this event. No additional information is available.